Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence of prolapse, chronic pain, lower abdominal pain, bowel problems, emotional distress and loss of consortium. Furthermore, it was reported that the plaintiff died. No cause of death was reported.